Manufacturer narrative:
Concomitant medical products: product ID: 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's outside skin started getting red and their cardiac resynchronization therapy defibrillator (crt-d) system had been explanted due to a severe infection. No further patient complications have been reported as a result of this event.